Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The stent delivery system is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The pt's demographics were unknown. The target lesion was the mid right coronary artery (rca). The vessel was slightly calcified but was not tortuous. There was 90% stenosis. Ivus was conducted at the target lesion and there was slight calcified observed. Then a 3.5 x 18mm cypher stent was being implanted by direct stenting. While inflating the cypher at the target lesion, the balloon ruptured at 10atm. The sds was withdrawn since the stent had already expanded. Post-dilation with a balloon (apollo hp) was conducted at 14atm for 30 seconds twice to fully dilate the stent. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and the product will be returned for analysis.